Event description:
Boston scientific crm received information that this left ventricular (lv) pacing lead had a pacing impedance measurement greater than 2000 ohms and also exhibited increased pacing threshold values. No adverse patient effects were observed.

Manufacturer narrative:
No intervention was performed. A follow-up appointment was scheduled. This report will be updated once additional information becomes available.